Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat uterine prolapse and a cystocele. The patient underwent the concurrent procedure of a total vaginal hysterectomy with bilateral salpingo-oophorectomy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, bowel problems, recurrence, and dyspareunia. No additional information was provided. (B)(4) - urinary problems; bowel problems; undefined recurrence; dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat uterine prolapse and a large cystocele. The patient underwent the concurrent procedure of a transvaginal hysterectomy with bilateral salpingo-oophorectomy and anterior repair during mesh implantation.